Manufacturer narrative:
Updated fields d9, h6 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. It was not possible to determine whether the reported event could be reproduced or whether the device met specifications. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information

Event description:
It was reported that the subject device exhibited bipolar forceps is prone to adhesion with surrounding tissues when performing electrocoagulation. The issue occurred during a unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.